Manufacturer narrative:
The viper 5.5 quick disconnect poly driver [product code: 2797-34-000n, lot number: unknown] was not returned to the complaints handling unit (chu) for evaluation. Sales rep has indicated that the driver was discarded by the hospital. A review of the device history record (DHR) for the viper 5.5 quick disconnect poly driver could not be performed as the lot number was not provided. Device was discarded. As a result, without the lot number, a review of the manufacturing records cannot be performed. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using part 2797-34-000n to insert an 8x80mm expedium screw in the ilium. On the last turn, the tip of the driver broke off. The piece was retrieve. The case then proceeded as normal. The procedure was on 3 level tlif with opal and a fusion at l2-ilium.